Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient wants their ins taken completely out because they can't use it. The patient reported that they can't use it because they need to turn it up too high to use it and makes it worse. The patient furthered this statement stating "it goes down the right leg and up the left leg and their whole body is "numb." The patient reported that the implanting doctor put the ins in wrong. The patient was forwarded to their doctor regarding removal of the ins. The patient reported that they don't have a healthcare provider (hcp). The patient stated that they do not want to pay for the bill to have the ins explanted, since they never worked in the first place. The patient also mentioned that the implanting doctor put it in wrong. No further complications were reported.